Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately ten years after device system was implanted. The ICD was returned approximately two years after the date of death. A request for the cause of death was made, but not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.